Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the rhino-laryngo videoscope exhibited the adhesive on the bending section cover has foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was and deviation from reprocessing procedure in the instruction manual could not be confirmed. Therefore, the cause of the material remaining in the device could not be determined. The following is included in the instructions for use (IFU): there is reprocessing manual for enf-vt2, reprocessing procedure is described in the reprocessing manual. Olympus will continue to monitor field performance for this device.